Event description:
It was reported that on (B)(6) 2026, medical staff used a central venous catheter via peripheral insertion. Under normal operational use, blood reflux occurred, resulting in the patient having to have the catheter reinserted in the opposite arm. The operators found that the same problem occurred after catheter insertion in both arms, and the patient was sent to the imaging department for x-ray confirmation that the catheter tip was at the t7 vertebral level, indicating that the insertion position was correct. Afterwards, a positive pressure connector was used.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.